Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). The meter and test strips were requested for investigation. The customer returned the meter and test strips where they were measured with a high level control: testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. All inr values were within the specified target ranges. No error messages occurred. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. At 7:15 a.m. The result from the meter was 4.6 inr. The customer re-tested on the meter at 7:20 a.m. With a result of 4.9 inr. The result from the laboratory at 7:55 a.m. Was 3.43 inr. The customer re-tested on the meter again at 3:00 p.m. With a result of 4.4 inr. On (B)(6) 2019 the result from the meter was 3.5 inr. The result from the laboratory "within a short time" was 2.5 inr. The customer's therapeutic range is 3.0 - 3.5 inr. There was no allegation that an adverse event occurred.